Event description:
The patient contacted animas on (B)(6) 2012 alleging that the pump stopped delivering basal during the night. The patient reported that at 2am the pump indicated it had 10u. When he woke up at 9am, the patient stated, he should have had approximately 2u left; however, when he reviewed home screen noticed there were 5 units. The patient reported an elevated blood glucose (bg) of 356mg/dl that morning with symptoms of nausea and claimed he tested positive for small ketones. The patient reported treating high bg with injection. At the time of troubleshooting, it was discovered that the pump was set to the incorrect date, but the time was correct. The pump had a date of (B)(6) 2012 instead of (B)(6) 2012. The patient was unaware the pump date was incorrect. At the time of the call, he mentioned to customer support that he thought it was (B)(6) 2012. The patient confirmed the basal program programmed in the pump was correct. The patient noted there were no alarms in history, confirmed the pump had not been suspended and there were no temp basal programs. Review of basal history revealed a basal rate of 1.1u at 12:01am; however, customer support noted that the patient does not have a basal rate of 1.1u and his midnight rate is 1.25u. The patient confirmed he had not made any changes to his basal rates. This complaint is being reported because, the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump black box history showed 13 units remaining at 2:01 am and correctly showed 5 units remaining at 9:01 am. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was exercised for 24 hours at 1 unit basal rate and confirmed to have delivered 24 units. No delivery related defects were found during testing.